Event description:
Pt underwent CABG x2 10/28/97. Pt intubated in surgery - intubation characterized per the anesthesiologist as "easy." Surgery lasted from 1320-1525. At 17:10, the pilot balloon was noted as unable to hold volume. Balloon replaced with needle valve replacement kit. Balloon, still unable to hold volume. Pilot balloon tubing found to be disconnected from ett at point where it entered the wall of the ett. Pt immediately extubated and reintubated without incident or adverse pt outcome.